Manufacturer narrative:
The event of "allergic reaction/hypersensitivity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.

Event description:
Patient reported unknown side "beginning of rejection of the prosthesis," "pain, discomfort, and sensitivity in the breasts," "more hardened parts of the prosthesis," and "when researching their prostheses, became aware of the recall." Device status is unknown. Patient reported treatment with "antibiotics."